Manufacturer narrative:
One hundred and eleven bis were received, 110 were new with red ci discs, caps not pressed down, intact media ampoules, and vials not crushed. One unused complaint bi received with red ci disc, cap not pressed down, broken media ampoule, and vial not crushed.

Manufacturer narrative:
Load was reprocessed. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, visual analysis, functional analysis, concomitant product evaluation and retains analysis. ¿ trending analysis by lot number was reviewed from 01/17/2017 to 03/14/2017 and trending was not exceeded. ¿ the sra was reviewed for the issue of ¿suspect positive bi¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The customer did not provide the concomitant unit type or serial number. Functional evaluation was performed on twenty-four (34) RMA unused bis: thirty-two (32) were processed as samples and two (2) were used as controls. Functional specification was met with 0+/32 bis for the processed samples. Each control met test specifications. There is insufficient information to determine assignable cause. It is unlikely the suspected positive bi was caused by a manufacturing issue as the unused RMA and retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The suspect bi was not returned for analysis and could not be evaluated for user error. An issue with sterrad® performance is also unlikely since the subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct catalog number is 14324_97. (B)(4). Suspect positive bi. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The subsequent bi results were negative. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.